Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed damaged micro switch, cracked tank cover, wear and tear damaged enclosure, line cord, outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The disposable alarm sounded and the plate clip was then removed to evaluate the condition of the micro switch. The customer issue was duplicated. The micro switch is damaged causing the disposable alarm to go off confirming the customer complaint. The root cause of the reported issue was determined to be customer use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Update: d5, h3, h6, h10.

Event description:
It was reported that the device was not recognizing when there is a disposable connected. No patient involvement.